Event description:
Information received from the field notes that the patient presented to the hospital after having passed out. Ventri- cular pacing was noted at 65-70 ppm. Interrogation revealed back-up operation. Two attempts to perform a download were unsuccessful. After removing a potential emi source from the patient's room, interrogation again revealed back-up operation. Additional download attempts failed. The device was subsequently replaced.